Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock underwent percutaneous coronary intervention and was initially implanted with an impella cp device for mechanical circulatory support (mcs). The patient was transferred to a receiving facility for escalation in care to an impella 5.5 device for continued mcs. The same day, post implant of the impella 5.5, it was indicated that the patient experienced bleeding, and anticoagulation was withheld (notes reflected "will start systemic anticoagulation tomorrow pending bleeding."). The following day heparin still was withheld. The patient had clear to yellow urine since being placed on the impella 5.5, and remained on three pressors with plans to wean off sedation in hopes to extubate. The patient continued on impella 5.5 mcs. Three days later, it was reported that the patient had been going in and out of ventricular tachycardia/torsades de pointes into the following day. The patient was defibrillated. Two days later, the patient was placed on venoarterial extracorporeal membrane oxygenation (va ECMO) and temporary pacing wires. The patient received four units of packed red blood cells, three units of fresh frozen plasma, and albumin were noted in the last 24 hours. After approximately three days on va ECMO, the patient was decannulated and was noted to be doing well with a plan to eventually start weaning the impella 5.5 device. The patient continued on impella mcs, and approximately 14 days later, the patient experienced a sudden mental status change. A head computed tomography scan confirmed a "large" cystic lesion with hemorrhage in the right frontal region with large volume intraventricular hemorrhage in lateral ventricles. Neurological exam was consistent with stated findings. There were notable electrocardiogram changes the morning of this day, suddenly, widening qrs, and the patient would expire this day. Care was withdrawn.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of access site bleeding and stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.